Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, it was found that the foreign substances which looks like a white powder were attached on the complaint product's tube inside of the sterile tray when the nurse opened the sterile package there was no patient harm . It was unknown if there ws surgical delay, due diligence is complete, there is no additional information available.